Event description:
It was reported to philips that the device was unable to perform shocking test and audio test failed.device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device was unable to perform shocking test and audio test failed. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(09aug2023-update). Philips received a complaint on the dfm100 indicating that the device was unable to perform shocking test and audio test failed. There was no patient involvement at the time the issue was discovered. Defective therapy pca was returned to fa lab for further analysis. Visual inspection, fixture readiness test, functional test, defibrillator disarm test and operational check were performed. According to the investigation, the therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board.